Event description:
It was reported that pump was not vibrating even though all volume settings were set to vibrate. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.